Event description:
It was reported that the patient had a trochanteric fixation nail (tfn) implanted on an unknown date. On (B)(6) 2014, the tfn, helical blade, and one 5.0mm locking screw were removed, due to infection, pain, irritation and discomfort. The patient was revised to a gridlestone. No allegations were reported against the removed implants and the explant surgery was completed successfully. The patient¿s status/outcome was reported as ¿okay.¿ no surgical delay was reported. This report is for one unknown locking screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for one unknown locking screw. Date of original implant is unknown. Per facility, device will not be returned for manufacturer review/investigation. Unknown as there are no part or lot numbers available for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.